Event description:
Thrombosis of the vascular graft was reported as occurring on 12/9/95 and 00/00/96. The graft remains implanted. No further info provided.

Manufacturer narrative:
B5: 00/00/96 to 1/15/96.